Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system, a couple of years ago, declared a lead safety switch (lss) for a high out of range right atrial (ra) pacing impedance of greater than 3000 ohms. At that time, the lss was programmed off by the clinic and the ra lead was programmed back to a bipolar configuration. Technical services reviewed device data, and determined for the past year the ra pacing impedance has been inconsistent. The ra impedances range from around 500 ohms to greater than 3000 ohms. There was also myopotential noise present on the ra channel. Technical services discussed it is not common to have myopotential noise when programmed to a bipolar configuration. This is not indicative of a spring contact issue. Technical services also noted, in past episodes, there was farfield oversensing (atrium oversensing ventricular signals). This was resolved with reprogramming. In the more recent episodes, there was possible loss of atrial capture observed. The patient was brought into the clinic for further evaluation. The clinic was unable to reproduce any of the high ra pacing impedance measurements with isometrics. The ra amplitude was 7.1 mv, atrial capture was confirmed at 0.7 v (bipolar) and 0.5 v (unipolar), and the ra impedance was between 358 and 546 ohms. The ra lead was tested in both unipolar and bipolar configuration. The decision was made to reprogram the ra lead to unipolar pace/bipolar sense. No further actions were taken at this time. No adverse patient effects were reported.